Manufacturer narrative:
Updated: device evaluated by MFR.?, eval summary, method codes, result codes and conclusion codes. Device evaluated by MFR: the device was returned for analysis. Device analysis revealed a damage on the guidewire exit port assembly, however, no damage were encountered in the distal tip assembly. Several kinks were observed in the sheath assembly from the femoral marker to the proximal end. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that catheter stuck in lesion occurred. The target lesion was located in the proximal left anterior descending (lad) artery. An opticross¿ imaging catheter was selected for use. During withdrawal, the catheter was stuck in the proximal lad on the way out and physician had to forcefully pull everything out together the non-bsc guidewire and the opticross¿ imaging catheter since it was hard to pull out. Additionally, a kink at about 3mm from the distal tip was also noted. The procedure was completed with this device. No patient complications were reported and patient's status is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter stuck in lesion occurred. The target lesion was located in the proximal left anterior descending (lad) artery. An opticross¿ imaging catheter was selected for use. During withdrawal, the catheter was stuck in the proximal lad on the way out and physician had to forcefully pull everything out together the non-bsc guidewire and the opticross¿ imaging catheter since it was hard to pull out. Additionally, a kink at about 3mm from the distal tip was also noted. The procedure was completed with this device. No patient complications were reported and patient's status is fine.